Manufacturer narrative:
H.6. Investigation complete - no samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided batch number 2025239. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that prior to use with an unspecified amount of bd safetyglide¿ needle the needle was clogged. The following information was provided by the initial reporter: it was reported by the customer that bd 25gx1 safetyglide needle could not withdraw fluid from vial- seemed blocked/clogged. Issue not visible.